Event description:
It was reported to MFR that the sites hand held became frozen following interrogation of vns pt's devices. The flashcard was removed and re-inserted to resolve the frozen screen. The site requested a new hand held and flashcard be sent to replace the non-working device. Attempts to obtain the non-working device for analysis have been made, but have been unsuccessful.